Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation in the hypotube at 67.1cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. From the separation, the distal end of the device was connected to a tuohy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that inflation failure occurred. The 4.1 x 22 mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Following stent implantation, a 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the device could not be pressurized to dilate. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed hypotube separation.